Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the right master tool manipulator (mtm) could not control the instrument. The customer performed a system power cycle with no resolve. There were no error messages reported by the system. The customer was unable to perform further troubleshooting. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The mtm was replaced as the grip magnet failed. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis reproduced the reported problem.